Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Customer's blood glucose was 400 mg/dl. Customer's current blood glucose was 408 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus with insulin pump and syringe. Troubleshooting was done for high blood glucose and under delivery. Customer had been using insulin pump within 48 hours of high blood glucose event. Auto mode feature was not active at the time of event. Based on customer report they alleging possible pump under delivery because even though they were bolusing the blood glucose kept going up. Customer's self test passed. The reservoir will not be returned for analysis.